Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to duplicate the reported issue. Physio replaced the system controller pcb assembly and user interface pcb assembly, which resolved the reported issue. After other unrelated repairs were completed, proper device operation was observed. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that when attempting to power on their device, it will not complete the boot-up process. As a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.